Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient emailed asking what activities should be avoided with the implant. The patient reported they had some nerve damage since they got the implant. They stated it had taken care of the major side effect they had from a bladder injury. They stated they could not do sit ups or anything that hit the implant or it hurt. No further complications were reported or anticipated.